Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and the root cause could not be determined. Customer discontinued using the pump for inulin therapy. Follow up from technical support was declined to confirm that an alternate method of insulin therapy was obtained. Customer's blood glucose was 200 mg/dl.